Event description:
It was reported that archive file indicates user advisory 8, motor controller fault. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is completed. No adverse event reported.